Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, multiple signs of abrasion were noted along the lead body. In particular 33cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cables were damaged. These findings can be considered as the root cause of the clinical observation reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 31 months after the implantation the lead was explanted due to artifacts on the ventricular channel and a decrease of the sensing amplitude.